Manufacturer narrative:
Lot number # 18g020 and 18h052. Two single use devices were received for evaluation. Visual inspection revealed that the bladders of both devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the ruptures. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for lots 18g020 and 18h052 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladders of two (2) xlv intermates ruptured during filling. There was no patient involvement. No additional information is available.